Event description:
As reported, the white tube tip of a 5f mynx control vascular closure device (vcd) split and the sealant became visibly exposed when the user attempted to advance the mynx control into the unknown sheath while holding the white tube tip. The device became caught at the hemostatic valve of the unknown sheath and it could not be advanced. Manual compression was subsequently performed, and hemostasis was achieved. There was no reported patient injury. The sheath was not kinked or bent upon removal, and there was no visible bend or damage to the distal end of the balloon shaft. No excess force was applied during insertion. The device and packaging were inspected prior to use with no anomalies noted, and the user was trained to the device. The procedure used a retrograde approach, and the device was used in a diagnostic procedure. The access site vessel was mildly tortuous, the femoral artery¿s suitability and insertion angle were verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. Vessel tortuosity at the puncture site was reported as little or none, and the presence of pvd or calcium was also described as little or none. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.